Event description:
It was reported that dissection occurred. The patient was presented with anterior myocardial infarction and underwent percutaneous coronary intervention (pci). Angiography revealed double-vessel coronary artery disease, in the left anterior descending artery (lad) and left circumflex artery first obtuse marginal branch (om1). Vascular access site was obtained via the right radial artery. The target lesion was located in the lad and first obtuse marginal branch with lad demonstrated long diffuse disease extending from the origin to the mid segment, with stenosis ranging from 75% to 95%. After a 5f xb non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with 2.0 x 10 mm followed by 2.0 x 20 mm balloon catheter at 12 atmospheres. A 3.00 x 32 mm synergy shield drug-eluting stent (des) was advanced and placed in lad. When angiogram was performed, the physician observed dissection in middle third of lad which was not covered by the stent. The stent was withdrawn, and another 3.00 x 38 mm synergy shield des was advanced and deployed successfully, covering from the ostium to the distal dissection. Post-dilatation was performed using a 3.5 x 10 mm non-compliant balloon. Final angiography showed timi iii distal flow in the lad, and the om1 was treated with a non-bsc des. The patient remained stable and was transferred to the post-catheterization ward. Two days later, the patient was discharged.